Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the family of the patient contacted the ventricular assist device (vad) coordinator after the family heard vad alarms. The family went into the patient's room and found that the patient had disconnected their driveline from the system controller and shut off his home dobutamine. The family connected the patient to the backup controller and called emergency medical services. Upon arrival to the emergency department, the patient was unresponsive and a computed tomography (CT) scan of the head was obtained and labs were drawn. There was no evidence of cerebrovascular accident. The patient was admitted for further testing and monitoring. Alarms associated with pump off events were noted at some point during this timeframe. As of (B)(6) 2021, the patient was reported to be intubated. All CT imaging and labs appeared normal. The low flow alarms were found to be due to pump off events. Low flow alarms were only noted during re-initiation of vad therapy. A low voltage alarm was found in the log files. Related manufacturer's report number: 2916596-2021-04454.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a system stop due to the driveline being disconnected; however, a direct cause for why the driveline was disconnected could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported right heart failure and patient outcome could not be conclusively determined through this evaluation (reference MFR # 2916596-2021-06829). The controller event log file contained relevant data on (B)(6) 2021 from 14:54:49 to 16:30:32. The pump operated as intended at the set speed for the duration of patient support. On (B)(6) 2021 at 15:17:26 the driveline was disconnected, and the pump stopped. The driveline was never reconnected. The length of time in which the patient was not receiving pump support was unable to be determined. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline all system controller alarms as well as the appropriate actions associated with them and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11).this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.